Event description:
The information received indicated that the cypher stent 3.50 x 33 was unable to cross the calcified target lesion. As the cypher was being removed out of the patient's body the cypher came out of the balloon. The physician was able to retrieve the stent with a snare. There was no patient injury.

Manufacturer narrative:
The product is available, but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.